Event description:
The facility alleged that the device was charged up at the beginning of the procedure and then delivered a shock to the patient by itself during the reported event. There were no adverse effects to the patient as a result of the reported event.